Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness and bradycardia. It was further reported that the leadless implantable pulse generator (ipg)) was not working and was pacing at lower than the programmed rate. The leadless ipg remains in use. No further patient complications have been reported as a result of this event.